Manufacturer narrative:
Follow-up #1 date of submission 11/16/2015-product analysis:the device was returned and evaluated by product analysis on 11/04/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. No moisture ingress or damage was observed to the cartridge compartment. Unrelated to the complaint, a pump case crack was observed; leak testing revealed a pump case leak. Moisture was observed on the pump¿s internal components. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cartridge compartment-case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.